Manufacturer narrative:
Product investigation is in progress.

Event description:
Exposed tampon applicators, problems with the pull string- tampax [device physical property issue]. Case narrative: consumer reported via email that the tampons had problems with exposed applicators and with the pull string. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Exposed tampon applicators, problems with the pull string- tampax [device physical property issue]. Case narrative: consumer reported via email that the tampons had problems with exposed applicators and with the pull string. No injury was reported.